Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2024, it was reported that the patient faced infusion set cannula bent event. The blood glucose level was 400 mg/dl at the time of event and the patient was treated by changing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).